Event description:
A user facility reported that a dialyzer blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The patient¿s blood was being rinsed back when the operator noticed the dialyzer was discolored with a yellowish tint. Additional details were provided upon follow-up with the facility¿s charge nurse (cn). The dialyzer in-use was a baxter revaclear 300. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Once the discoloration was noted, the rinse back was stopped. The operator used a blood leak test strip to test the dialysate for blood, and it tested positive. The remainder of the patient's blood was not returned. The cn estimated the patient's blood loss to be about 100 ml; the majority of the blood had already been returned. It was confirmed the patient did not experience any adverse effects or injuries, and no medical intervention was required as a result of the reported event. The blood leak was not visible in the dialyzer, and it was confirmed that nothing was leaking externally (i.e. External to the closed circuit). No defects were noted on the dialyzer. The cn said there was also a yellow discoloration within the venous hansen. Following the event, the machine was removed from service for evaluation. The biomed confirmed the machine did not require any repairs. The biomed only had to disinfect the system before returning it to service. The biomed said the machine passed the blood leak detector test. The biomed also removed the back cover of the machine to confirm there were no discolored components inside the system; they were unable to find any. The machine was returned to service and has not experienced any further issues since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The patient¿s blood was being rinsed back when the operator noticed the dialyzer was discolored with a yellowish tint. Additional details were provided upon follow-up with the facility¿s charge nurse (cn). The dialyzer in-use was a baxter revaclear 300. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Once the discoloration was noted, the rinse back was stopped. The operator used a blood leak test strip to test the dialysate for blood, and it tested positive. The remainder of the patient's blood was not returned. The cn estimated the patient's blood loss to be about 100 ml; the majority of the blood had already been returned. It was confirmed the patient did not experience any adverse effects or injuries, and no medical intervention was required as a result of the reported event. The blood leak was not visible in the dialyzer, and it was confirmed that nothing was leaking externally (i.e. External to the closed circuit). No defects were noted on the dialyzer. The cn said there was also a yellow discoloration within the venous hansen. Following the event, the machine was removed from service for evaluation. The biomed confirmed the machine did not require any repairs. The biomed only had to disinfect the system before returning it to service. The biomed said the machine passed the blood leak detector test. The biomed also removed the back cover of the machine to confirm there were no discolored components inside the system; they were unable to find any. The machine was returned to service and has not experienced any further issues since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, and thus the complaint was not confirmed.